Event description:
It was reported, during the inspection of the returned loner instruments from a demonstration session; it was found that the nut of connector adaptor could not be loosened.

Manufacturer narrative:
Method: device history review; complaint history review; results: the most likely cause of the reported event was determined to be galling between the locking nut and the connector head. However, because the device was not received this cannot be determined conclusively. Conclusion: the customer reported event of the trio connector adaptor locking nut jamming pre-op was confirmed via correspondence with the international contact. However, no device was received for evaluation, so functional testing could not be performed. The customer reported event occurred during inspection, so no patient was involved and no harm was reported. Material analysis was performed on a similar investigation sample and it was determined that galling was the cause of the seizure of the locking screw. Additionally, no manufacturing defects were observed during the analysis. Furthermore, manufacturing records were reviewed and no issues were identified.

Event description:
It was reported, during the inspection of the returned loner instruments from a demonstration session; it was found that the nut of connector adaptor could not be loosened.